Event description:
It was reported that a farawave pulsed field ablation catheter presented an issue. There was presence of a white powder on the catheter handle. The catheter was replaced and the issue was solved. No further information was provided.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during device preparation, the farawave pulsed field ablation catheter presented an issue. There was presence of a white powder on the catheters handle. The catheter was replaced, and the issue was resolved. There was no patient involved at the time of the event and the catheter was returned for analysis.

Manufacturer narrative:
Upon receipt at boston scientific post market laboratory the device underwent visual inspection. Upon inspection, the reported white foreign matter was observed on the catheter. Based on testing of a returned device with similar attributes, the material on the device is likely 4311 loctite adhesive that is blooming due to the adhesive used to glue the handle not being fully dry when the product is packaged. This device was sent to the supplier for additional investigation. The supplier analysis confirmed the results of the boston scientific findings that the powder was due to adhesive blooming on the device.